Event description:
It was reported that the syringe 2oz cath tip bns experienced a mix of product types in a pack. The following information was provided by the initial reporter: material no: 301037 batch no: 0014920 . We received some materials that do not match the description, and need returned.

Manufacturer narrative:
Additional information has been received clarifying that this is an incident of an incorrect device being received. This incident is unlikely to result in harm or serious injury, and is not reportable. The initial MDR submission, (MFR report # 1911916-2021-00191), can therefore be disregarded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown:  (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 2oz cath tip bns experienced a mix of product types in a pack. The following information was provided by the initial reporter: material no: 301037 batch no: 0014920 we received some materials that do not match the description, and need returned.